Event description:
The pt had open sores on the top of her head. The first sore was found in 2008, and was removed 3 times by a dermatologist. The sore was non-cancerous, but continued to come back. The pt had an erosion near her left burr hole cap. A granulomatous type lesion was surgically excised and the area had started to heal. There was also a small amount of eschar around the anterior and posterior burr hole caps measuring 2-3 mm in size. There was no purulence or other abnormalities. The pt had severe parkinson's disease, was wheelchair bound, demented, and "non-functional". Deep brain stimulator never helped her. The stimulators were turned off. The pt's family chose not to have device removal due to pt health concerns. See MFR report# 6000032200904127.